Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller exchange due to the alarm system on the controller sounding distorted/missing a tone. The controller was changed to back up and will be sent back for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a distorted and missing tone was not confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 3 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). There were no notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. A sound level meter was used to measure the level of sound coming out of the system controller when alarming. The controller was able to produce an audible alarms per design when alarming. No alarms were distorted or missing. The reported event was unable to be reproduced. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.